Event description:
It was reported that the reservoir would not dislodge from the insulin pump. Customer tried to remove it, but the reservoir would not come out. The blood glucose reading is 380 mg/dl. Customer treated with manual bolus. Customer stated that the reservoir fell apart inside the reservoir compartment. The reservoir compartment is wet. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.